Event description:
The customer reported that the probe of the coulter ac t diff analyzer was dripping fluid during the startup cycle. The volume of the leak is unknown but the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone. The cts instructed the customer to power off the instrument, and clean the probe and the probe wipe with bleach. The customer powered up the instrument but the probe was dripping fluid again during startup. The cts advised the customer to power off the instrument again, clean the probe wipe waste line from the probe wipe to the vacuum isolator chamber (vic) though pinch valve lv8 with bleach. The customer verified the repair by running startup and no further leaks were observed. The customer indicated that cleaning of the probe waste line resolved the leak and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. (B)(4).